Event description:
It was reported that during use the tube was under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes. The following information was provided by the initial reporter: during r&d testing in franklin lakes, we encountered 1 tube that did not fill during testing. The catalog number & batch information is: catalog#: 367961, batch#: 9126525, test date: 12 sept 2019.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Draw volume testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#: 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tube was under filling with a bd vacutainer® pst¿ gel and lithium heparin (lh) 65 units blood collection tubes. The following information was provided by the initial reporter: during r&d testing in (B)(4), we encountered 1 tube that did not fill during testing. The catalog number & batch information is: catalog #: 367961, batch #: 9126525, test date: (B)(6) 2019.